Event description:
Patient was revised to address poly wear, osteolysis, and loosening of the tibial and femoral components (left side).

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 6 years ago. Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear or device loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.